Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the rv and lv leads were explanted due to increased threshold. Blood infiltration in device header was noted. The crt-d was exchanged.

Manufacturer narrative:
Combination product: yes. The leads under complaint were not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status bos. The memory content of the device was inspected, revealing no anomalies. The header of the ICD was inspected, revealing no anomalies. During analysis test leads could be properly inserted in the header bores. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. An additional threshold test was performed, revealing no anomalies. In conclusion, there was no indication of a device malfunction.